Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse replaced the dilution probe aspiration pump (dip), mix paddle assembly and the saline dilution probe pipette (dpp) and performed a prime. The cse also calibrated the wire tension. The cse performed a system wash, calibrated the assays, ran qc, all results were acceptable. A siemens technical application specialist (tas) performed a precision study and all results were found to be acceptable. The cause of the discordant, falsely low glucose hexokinase (glucose hexokinase_3, gluh_3) result is unknown. No further evaluation of device is required. MDR#: 2432235-2018-00295 has been filed for the same event.

Event description:
Discordant, falsely low glucose hexokinase (glucose hexokinase_3 ,gluh_3), results was obtained on a patient sample on an advia 1800 instrument. The discordant result was not reported to the physician(s). The sample was repeated on another advia chemistry instrument and the result was higher . The repeat result was reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the discordant, falsely low glucose hexokinase result.